Event description:
Caller reported occurrence of alarm 2 and alarm 26 due to frequent, intermittent occlusion events. There was no adverse impact to the customer¿s blood glucose level. To resolve the occlusions, the customer cleared the alarm and resumed insulin delivery. After troubleshooting, the customer continued using the current pump while awaiting a replacement and has an alternate method of insulin therapy available if necessary.